Manufacturer narrative:
The lead was explanted and replaced. Should this lead get returned it would be analyzed.

Event description:
Boston scientific received information that this atrial lead was surgically abandoned and replaced due to out of range impedance measurements that were greater than 3,000 ohms. The sales representative stated that at the patient's last device changeout, the impedances were higher however the lead was left in place. The physician elected to replace the lead due to age. No additional adverse patient effects were reported.